Event description:
On 22 june 2022, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure on (B)(6) 2022. It was reported that there was an unusual noise during the procedure. On 22 july 2022, investigation of the returned device confirmed that a needle fragment was missing. On 17 august 2022, neotract received additional information that the missing needle fragment had been removed from the patient and disposed during the procedure. The procedure was completed, and no patient adverse events were reported.